Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed that the time and date reset to default settings following pump reboots. During testing, the daily insulin delivery totals appeared inconsistent due to an unrelated time/date issue. The pump passed a flow accuracy test and found to be delivering within required specifications. The inaccurate delivery issue was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the internal clock battery had failed.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that the patient had taken herself off insulin pump therapy for greater than one week. The patient reported obtained a blood glucose level of 398 mg/dl, and she was unable to correct her blood glucose level despite ¿multiple¿ infusion site/set changes. The patient alleged the pump ¿was not working¿; however refused to troubleshoot the pump. No information was provided about the pump or the patient¿s status. The patient did not report experiencing any symptoms of high or low blood glucose levels and did not seek any medical attention. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose level without symptoms was not indicative of severe injury and she denied seeking medical attention. However, as the pump issue was not resolved, this complaint is being reported.